Event description:
On (B)(6), 2014 it was reported that high impedance was observed that day for the patient. The patient was referred for a revision surgery. It was later reported that the patient is not moving forward with a revision surgery at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.